Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture due to high pacing thresholds (7.5 v at 2.0 ms). As a result, this rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause for the previously reported clinical observations was dislodgement. Imaging was performed, which confirmed this right ventricular (rv) lead dislodged. It was noted the patient had a good underlying rhythm, so no asystole of greater than 2 seconds was experienced. No additional adverse patient effects were reported.